Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the rv lead exhibited low r waves post fixation. The lead was repositioned twice but low r waves remained. The r waves eventually stabilized. The lead remains in use. No patient complications have been reported as a result of this event.